Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 work order complete: h3, h6) a manufacturer representative went to the site to perform system service. System service was completed- everything passed, and system performed as intended. Codes b01, c19, and d14 are applicable. Multiple fdd/annex a codes were reported. A1102 was coded for error messages stating they could not be used for the procedure. A23 was coded for difficulties registering patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while attempting to register the patient, multiple instruments connected to the breakout box displayed error messages stating they could not be used for the procedure. The site reseated the instrumentation into the breakout box and reported the issue was resolved. The site then reported difficulties registering the patient. Troubleshooting was performed. It was reported that the exam was not of optimal quality; the surgeon reported the top of the head is cut off. The trace registration was being utilized; the surgeon reported after passing minimum trace and adding a few extra points the registration metric jumped by appx. 1 mm. The site reported the registration model had not been edited prior to completing registration. The site was not interested in redoing registration and reported they would proceed with their passed registration, and technical service (ts) suggested if they decide to re-register to threshold their registration model. There was a 15-minute delay to the procedure, and no impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. This software analysis was for the registration issues. There was one application session log present of the issue date. The procedure used was standard functional endoscopic sinus surgery (fess). The session captured the site did multiple attempts to register the patient where few of them were successful but most of them were found unsuccessful due to error metric more than > 5 millimeters (mm). Reviewed the archive. Archive had 3 computed tomography (CT) exams, out of them CT-1 exam was used for the registration which was having spacing and thickness (0.50 mm) with 303 slices. The 3d model was not good as it was chopped from top and bottom and ears was also chopped. The registration error metric was found 1.8mm where the tracing was not good as so many points were overlapping each other and many points were under the skin and less green zone of accuracy was present and the same thing observed from the multiple previous registrations as well. Suspected the poor 3d model or poor scans and the poor trace registration pattern caused the reported issue. Suggested to allow more anatomy and include more scan region to register on and trace the points in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. Codes: b01, c19, d15 h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. This software analysis was for the breakout box error. There was only one session of application logs present of the issue date. The session captured multiple communication errors messages which might have caused the reported behavior as mentioned in the description that site reseated the instrumentation into the breakout box and site reported the issue was resolved. Suspected due to cable connectivity or communication failure the reported error message might have taken place but could not be confirmed. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 - additional information reported in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that they couldn¿t remember what the message was either. The rep did test out all the instruments used during the case. They had the staff save them to examine - and they all functioned appropriately. They also did a system check out on the navigation system and found it to be operating normally.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735825. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.